Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports the patient presented with subluxation of the knee in hyperflexion, eleven years after a tka surgery. Reportedly, the tibial and femoral components were well fixed, and a poly revision is planned. The requested clinically relevant information including the patient¿s current health status was not provided. Without the requested information, the root cause of the reported subluxation of the knee in hyperflexion cannot be definitively concluded. The patient impact beyond the reported symptoms cannot be determined, as a planned revision is pending. No further medical assessment can be rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery on 2010, the patient presented a sublux knee in hyperflexion on (B)(6) 2021. The tibial and femoral components were determined to be well fixed. A revision surgery of the poly was requested by the surgeon, but has not been performed yet.